Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt implanted with plate and screw on an unk date was discovered to have the plate broken, unk date. Pt was returned to operating room, date unk, hardware was removed and pt was revised to another plate and external fixation. No further info is available. This is 1 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.